Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient has receding gums as well as her overbite has now become a cross bite which needs to be professionally managed through standard braces and has since shifted her lower jaw out of alignment from her previous x-rays that are on file. Doctor advises to cease use of aligner.